Manufacturer narrative:
The complainant indicated that the device will not be returned for eval; therefore, a failure anlaysis is not available, and we are not able to determine if the device met specs. Should further relevant details become available, a supplemental medwatch report will be filed under the appropriate sequence number. We are unable to determine the cause for this event. Our directions for use state: "caution: if resistance is encountered during advancement or withdrawal of the device, do not exert excessive force."

Event description:
It was reported that during a therapeutic stone retrieval procedure, the basket would not open. Upon removal of the device from the pt, it was noticed 1 of the wires was detached from the basket. No pt complications resulted from this event. The entire device was retrieved. Another device was used to complete the procedure. No add'l info forthcoming.